Event description:
Customer called in alleging discrepant results. Customer started a new box of strips on the 24th and since then started seeing odd readings and error messages on patients that were normally within range. On (B)(6), patient 1: error 114 2x, lab= 2.4; 8/28, patient 2: inratio= 11, lab= 2.0; 8/28, patient 3: inratio= 5.3. Repeat on a different meter (serial number not provided) with same finger stick a minute later = 4.4, lab draw= 6.3.

Manufacturer narrative:
Investigation pending.